Event description:
Customer called to report that the sensor needle is hard to remove. Customer also reported that the sensor cannula is missing. Customer's blood glucose reading was 205 mg/dl. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor cannula was broken and missing parts. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used. Also unable to confirm the needle anomaly due to the customer did not return the needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.